Event description:
It was reported that inflatable penile prosthesis (ipp) device stopped working approximately one year ago. Cylinders were not inflating. A fluid loss was identified. All components were explanted and replaced. No patient complications related to device.